Event description:
It was reported that 15 minutes after initiating veno-venous ECMO, a small blood leak was noted at the gas outlet of the device. A few minutes later, when moving the patient, air intake was observed at the arterial side of the device. The bubble sensor detected the air and the device stopped. No clinical consequences were reported for the patient. ECMO-extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has requested the tubing set back for evaluation. The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available. Additional info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.